Event description:
During service for an unrelated issue the MFR's field service engineer (fse) noted a vent inop air valve liftoff failure in the diagnostic log. The fse performed troubleshooting per the service manual for this vent inop condition and was unable to duplicate the reported problem. There were no parts replaced. The device passed all applicable test successfully.